Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine plus ver.2 (crep2) and glucose hk gen.3 (gluc3) on a cobas pro c 503 analytical unit. Based on the data provided, one of the 2 patients also had discrepant total protein (tp) results. After the initial point of contact, discrepant results were provided for an additional 2 patient samples tested for magnesium. Patient 1 initial crep2 result was 1.96 mg/dl. The repeat result was 2.59 mg/dl. Patient 1 initial gluc3 result was 41.5 mg/dl. The repeat result was 151 mg/dl. Patient 2 initial crep2 result was 1.39 mg/dl. The repeat result was 6.43 mg/dl. Patient 2 initial gluc3 result was 50.9 mg/dl. The repeat result was 103 mg/dl. Patient 2 initial tp result was 2.91 g/dl. The repeat result was 5.65 g/dl. Patient 3 initial magnesium result was 1.5 mg/dl. The repeat result was 2.1 mg/dl. Patient 4 initial magnesium result was 1.7 mg/dl. The repeat result was 2.4 mg/dl. The initial results were reported outside of the laboratory where they were questioned by the doctor. The repeat results were believed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 70234801. The expiration date was not provided. The crep2 reagent lot number was 70326001. The expiration date was not provided. The magnesium reagent lot number and expiration date were not provided. The tp reagent lot number and expiration date were not provided. The field service engineer (fse) found dried serum on a sample probe and the gear and circulation pump pressures were too low. The rinse station volume for the sample probe was too low; the rinse mechanism dispense levels were too low. The fse ran a 21 cup precision and found multiple analytes were outside of specifications. The fse adjusted circulation and gear pump pressures back to specification, adjusted the sample probe rinse station and rinse mechanism levels to the proper levels and cleaned the sample probe. The investigation is ongoing.

Manufacturer narrative:
The calibration data for gluc3 and crep2 was acceptable. Some qc data for gluc3 was outside of the acceptable range. Qc data for crep2 appeared to be acceptable. The service actions resolved the issue.